Event description:
The complainant reported a patient was on impella cp support and during support, the pump was shallow and was repositioned. Additionally, the patient had a hematoma with bleeding at the access site. Integrilin was withheld. The patient was successfully weaned from the pump and the patient survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft. To prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding: the cause of access site bleeding - major issue most likely was anticoagulation management because bleeding stopped since stopping integrilin. Positioning issues: the cause of positioning issues cannot be determined due to lack of clinical details.